Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, magnets were placed on the patient, and the implantable cardioverter defibrillator (ICD) exhibited noise over-sensing leading to inappropriate automatic mode switches. No intervention was performed. There were no patient consequences.